Event description:
As reported, the indicator wire loop of a 5f exoseal vascular closure device (vcd) was found incomplete/stretched after removal. The visual indicator window did not change the color, and it came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. A 5f non-cordis sheath was used. The procedure was an endovascular therapy (evt) case. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire loop of a 5f exoseal vascular closure device (vcd) was found incomplete/stretched after removal. The visual indicator window did not change the color, and it came out. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no visual damage to the indicator wire prior to use, and the indicator window of the exoseal device was facing up during retraction. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, and there was a stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was an endovascular therapy (evt) case with an antegrade approach used. The physician had achieved certification on the use of exoseal vcd and had used it over 100 times. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator wire damaged loop" could not be confirmed, and the exact cause of the reported event could not be determined. Procedural factors, such as use of an antegrade approach, and handling process may have contributed to the failure as reported. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.